Event description:
Customer reported when inserting code key into device, there was a discepancy. Code = 331 and screen display = n7n. No treatment was received. A request was made for return product and replacement product was sent.